Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device was sent to the supplier and evaluated. It was reported that 4mm 30 degree scopes were dirty, and we could not wipe off the black on the lens. They were either scratched or burnt with a wand. Per service report, this complaint cannot be confirmed as endoscopes are not dirty, but other damages could be detected. The following defects were found during evaluation: the whole endoscope shows usual traces of usage (i.e. Scratches). The distal end shows strong traces of usage (i.e. Discolorations). Deep scratches and indentations were seen at the distal end. The image on the camera was slightly dark. The outer tube of the endoscope had some small dents. Further, found that outer tube damaged, distal tip. Distal tip damaged. Shaver damage to distal tip. Holes in distal tip fiber. Fibers sunken in. Illumination distal tip fiber damaged. Image error, on camera. Image cloudy/blurred. The defective parts were replaced, and the device was tested and found to be working according to specifications. As per manufacturer evaluation, the images on the camera are slightly dark due to the fact that the measurement of the light fiber transmission has shown that the transmission rate of all endoscopes is lower than the specification value. The low transmission rate can be caused by a wrong, too strong reprocessing method of these endoscopes by the customer. The damages at the distal ends, the dents in the outer tube, the slightly bent outer tube and the broken optical components inside the optical system are caused by applying too much force on the endoscopes during usage time by the customer or by an handling error. Most probably, the distal end of the endoscopes got in contact with sharp instruments during usage time or the endoscopes were hit or fell down by mistake. There are no indications from this complaint investigation that the issue/failure is manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot :there are no indications from this complaint investigation that the issue/failure is manufacturing-related, therefore a manufacturing record evaluation is not required. Corrected data d9: the date the device was returned to the manufacturer was reported as 2/14/21 in the initial report and has been updated accordingly.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that while preparing and testing the endoscope device on (B)(6) 2020, it was observed that the device was dirty and had black spots on the lens that could not be wiped off. The reporter stated that they were either scratched or burnt with a wand. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.